Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system shut down during surgery. A backup system was brought in to complete the case and it was noted that the system had intermittent vacuum. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported events were replicated. The power supply and printed circuit board (pcb) distributor were both replaced to resolve the reported event. However, it was determined after this, that the switch was non-conforming. To address the non-conforming power switch, the company representative replaced the switch and returned it to be investigated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2012. Based on qa assessment, the product met specifications at the time of release. The power switch was received for evaluation. A visual assessment of the returned sample found a crack in the sample. The returned sample was installed into a calibrated system, and then booted up. Upon boot up, the system shut down immediately after the power cable was adjusted inside of the housing of the switch, replicating the reported event. Adjusting the power cable to various positions would create an intermittent open circuit, which led to the system shutting down. The root cause of the reported event can be attributed to damaged power switch. However, how or when this part became damaged remains inconclusive. (B)(4).